Event description:
The customer described a situation in which the system likely failed to generate fluoroscopic x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced and connectors were repaired and reseated during the service call. The system was tested and found to be working as intended and put back into service.